Event description:
While priming pump tubing set for walkmed infusion pump with 5-fluorouracil, pharmacy technician noted leakage near the button on the tubing. Technician was appropriately gowned, double gloved, and working in a class ii biological safety cabinet, so no exposure to 5-fu.